Event description:
It was reported that a burr was stuck at the site with the wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to distal of the right coronary artery (rca). A 1.50mm rotalink plus and a 330cm rotawire were selected for use. During the procedure, all required connections were established. The rotawire was parked in the distal rca while the burr was parked in the proximal rca. When the first run was performed at 185 rpm, it was noted that the wire got looped at the distal end while advancing the burr. Consequently, the burr was stuck in the lesion with the wire that also got bent. The burr was removed with the wire manually. The procedure was completed with another of the same device. No patient complications were reported and patient condition was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The rotawire used in the procedure was not returned for analysis. So, functional testing consisted of using a test rotawire. The wire was inserted into the annulus of the burr and advanced the through the advancer with no resistance or issues. Product analysis did not confirm the reported event, as the test wire was able to be inserted and advanced through the burr catheter with no resistance or issues. There were no damages identified to the annulus that would contribute to a stuck rotawire.

Event description:
It was reported that a burr was stuck at the site with the wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to distal of the right coronary artery (rca). A 1.50mm rotalink plus and a 330cm rotawire were selected for use. During the procedure, all required connections were established. The rotawire was parked in the distal rca while the burr was parked in the proximal rca. When the first run was performed at 185 rpm, it was noted that the wire got looped at the distal end while advancing the burr. Consequently, the burr was stuck in the lesion with the wire that also got bent. The burr was removed with the wire manually. The procedure was completed with another of the same device. No patient complications were reported and patient condition was stable post procedure.